Event description:
During implant procedure, loss of capture and high pacing impedance were observed on the right ventricle (rv) lead in a non-pacemaker dependent patient. After multiple repositioning attempts, the helix was then also observed unable to extend and retract in the patient. The event was resolved by replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were loss of capture, high pacing lead impedance, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be fully extended and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The cause of helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil, and over-torque of the inner coil. The reported events of high pacing lead impedance and loss of capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.